Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user understanding differing from the manufacturer's recommendation in scope handling and/or reprocessing steps. The instructions for use (IFU) (reprocessing manual) warns against insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility. The fse replaced with damaged connector on the processor and verified the processor according to original equipment manufacturer's instructions. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the evis exera iii gastrointestinal videoscope was potentially incorrectly processed with the oer-pro endoscope reprocessor. The customer confirmed there were three potential scopes incorrectly processed and used on patients. They also confirmed there was no harm or user injury due to the event. Additional complaints have been opened that are related to this event: (B)(6) (oer-pro), (B)(6) (oer-pro), (B)(6) (oer-pro), (B)(6) (gif-hq190), (B)(6) (cf-hq190l).